Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the loading process, and it was confirmed as a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as the customer experienced cartridge alarms with consecutive cartridges. The customer planned to use a backup insulin pump and mdi to ensure continuous insulin delivery. The customer received instructions on how to return the problematic pump, program the replacement pump settings, and connect their cgm to the new pump. They were also informed about receiving a pump with updated software. The shipment of the replacement pump was confirmed without the need for a delivery signature.